Manufacturer narrative:
(B)(4) - inadequate bone formation. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent an alveolar cleft repair using rhbmp-2/acs. On the 3rd day postop, there was a loss of the sponge due to extrusion, resulting in inadequate bone production.